Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low creatinine result for one patient generated by unicel dxc 800 pro clinical system. The erroneous result was reported out of the laboratory and questioned by the physician. The original sample was repeated and higher result was obtained. Amended report was initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
Controls pre and post event were within the lab's established ranges. A bci field service engineer (fse) replaced the reagent syringe and a creatinine module with a new brushless stirrer motor.